Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 386mg/dl and manual injections were administered to address the bg level. Reportedly, the pump supplies had been in use for four days during the occlusion alarm. Tandem technical support advised the customer to perform a complete supply change due to the supplies being in use past labeling. The customer performed a supply change and successfully resumed insulin deliveries.